Event description:
It was reported that there was diminished r waves and elevated thresholds in the right ventricular (rv) lead. Elevated thresholds were also observed in the right atrial (ra) lead. The rv and ra leads were both explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the tip electrode, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, had cosmetic environmental stress cracking and it had a cosmetic depression.